Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that unable to find patient in facility search. A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce/facility liscence.

Event description:
It was reported by the customer that the pyxis medstation es system unable to pull up one specific patient on any machine although the patient's data is accessible on the server. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.